Manufacturer narrative:
As reported in a research article, a total of 332 patients underwent transcatheter pda closure between january 2002 and september 2019; amplatzer duct occluder, amplatzer duct occluder ii, amplatzer duct occluder ii additional sizes, amplatzer vascular plug ii, amplatzer muscular vsd occluder, cook detachable coils, boston scientific pushable coils, nit-occlud pda coils and nit-occlude pda-r devices were associated with the study. It was reported that 4 patients were implanted with an amplatzer vascular plug ii. Events of device embolization, residual shunt, pericardial effusion with spontaneous resolve, transient thrombosis, aortic obstruction, pulmonary hypertensive crisis, pseudoaneurysm, prolong bleed and re-interventions were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer vascular plug ii instructions for use, arten600038211 revision a "intended use: the amplatzer¿ vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature."

Event description:
Related manufacturing reference number: 2135147-2021-00402, 2135147-2021-00404. The article, "immediate and long-term results of transcatheter closure of patent ductus arteriosus-comparison of two decades before and after change in antibiotic infective endocarditis prophylaxis guidelines", was reviewed. This research article is an observational single center study to review the types of patent ductus arteriosus (pda) closed, the devices used, success rates, immediate or postprocedural adverse events (ae) and the overall changing pattern of the procedure by comparing two time periods before and after changes in ap guidelines in 2009. Amplatzer duct occluder, amplatzer duct occluder ii, amplatzer duct occluder ii additional sizes, amplatzer vascular plug ii, amplatzer muscular vsd occluder, cook detachable coils, boston scientific pushable coils, nit-occlud pda coils and nit-occlude pda-r devices were associated with the study. The article concluded that transcatheter pda closure is an efficient and safe procedure with high complete closure rate during long-term follow-up (98.4%) and low relevant complication rate with need for secondary catheter reintervention (3.3%) or surgical treatment (0.9%). The primary author of the article is annina dietrich, pediatric cardiology, pediatric heart center, department of surgery and children¿s research center, university children¿s hospital zurich, zurich, switzerland. The correspondence author of the article is walter knirsch, pediatric cardiology, pediatric heart center, department of surgery and children¿s research center, university children¿s hospital zurich, zurich, switzerland with the corresponding email: walter.knirsch@kispi.uzh.ch.